Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in handling and/or reprocessing steps of the device; as a result, the suggested event occurred. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): - IFU evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing the colonovideoscope was immersed in water without cap. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the incorrect or insufficient reprocessing of the subject device.

Manufacturer narrative:
The device was returned and evaluated, and the evaluation found switch flexible printed circuit unit, electrical-connector, charged coupled device-flexible printed circuit unit and electronic export information flexible printed circuit unit had corrosion due to water leakage. In addition, the device evaluation found following findings: air/water-cylinder and suction cylinder had no color; grip had a scratch; there was a crack on the plastic distal end cover and light guide lens and there was a wrinkle on the connecting tube and universal cord. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.